Event description:
It was reported to boston scientific corporation that an advanix naviflex rx with delivery system was implanted to treat stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on february 4, 2025. During the procedure, when the advanix stent was placed, the introducer broke. The end piece that supports the stent became disconnected from the rest of the introducer. A fragment of the introducer was noticed to be inside the stent and was subsequently removed using rat tooths. The procedure was completed with this device there was no patient complication reported as a result of this event. Note: it was reported that the barb flap cover was not used to insert the device through the biopsy cap. However, the advanix naviflex stent with delivery system instructions for use (IFU) states, "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion." The ar code 5191:2457 (use of device issue - user error) has been applied. The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Blocks b1 and h1 have been corrected. Block h6: imdrf device code a0401 captures the reportable event of stent break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that an advanix naviflex rx with delivery system was implanted to treat stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, when the advanix stent was placed, the introducer broke. The end piece that supports the stent became disconnected from the rest of the introducer. A fragment of the introducer was noticed to be inside the stent and was subsequently removed using rat tooths. The procedure was completed with this device. There was no patient complication reported as a result of this event. Note: it was reported that the barb flap cover was not used to insert the device through the biopsy cap. However, the advanix naviflex stent with delivery system instructions for use (IFU) states, "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion." The ar code 5191:2457 (use of device issue - user error) has been applied. The physician did not follow the steps cited in the IFU.

Event description:
It was reported to boston scientific corporation that an advanix naviflex rx with delivery system was implanted to treat stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, when the advanix stent was placed, the introducer broke. The end piece that supports the stent became disconnected from the rest of the introducer. The physician then pulled the introducer out from the patient using rat tooth forceps. However, it was noted that a piece of black plastic from the introducer was left inside the stent. The procedure was completed with this device. There was no patient complication reported as a result of this event. Note: it was reported that the barb flap cover was not used to insert the device through the biopsy cap. However, the advanix naviflex stent with delivery system instructions for use (IFU) states, "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion. The physician did not follow the steps cited in the IFU. ***additional information received on february 24, 2025*** it was reported that at the end of the procedure, the physician successfully removed the black plastic piece using grasping forceps.

Manufacturer narrative:
Block b5 has been updated with additional information received on february 24, 2025. Blocks b5 and d6a (implant date) have been corrected. Block h6: imdrf device code a0401 captures the reportable event of stent break.